Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced recurrent urgent hypoglycemia and perceived the pump to be dosing insulin too aggressively, with events sometimes occurring after meal announcements and following correction of prior hyperglycemia. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no ems use, and no alarms. Investigation included review of device data and user reports, counseling on avoiding meal announcements during or trending toward lows, consideration of infusion set issues when persistent hyperglycemia occurred, and recommendation to consult a clinician regarding potential algorithm reset and to confirm urgent lows with fingerstick. Investigation of this case revealed possible inappropriate insulin dosing behavior related to user interaction with meal announcements and potential infusion set performance variability, while some urgent low alerts were consistent with sensor inaccuracy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.